Manufacturer narrative:
(B)(4).

Event description:
It was reported that automated mode switch episodes resulting from inappropriate programing were observed through a remote merlin.net transmission. The patient was asymptomatic. No changes were made and the patient would continue to be monitored through routine follow-up.